Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been two other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the abrasion occurred in the cartridge. The abrasion adhered to the back of the iol and could only be removed (aspirated) with difficulty. There are also abrasion marks in the cartridge. There was a patient contact, but patient impact was not known. Additional information has been requested.

Manufacturer narrative:
Three used complaint cartridges were returned in a plastic tray. There was no way to differentiate between the samples for the two reported lot numbers. The returned unopened complaint cartridge sample evaluations will be placed in the files for the specific lot returned. The returned used complaint cartridges were numbered 1-3 for evaluation purposes. The three returned used complaint cartridges were microscopically examined and no foreign material was observed. Two of the used samples has no residual viscoelastic observed. One had a very small amount. All three used cartridges had internal damage to the tip. The three used complaint cartridges had evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results for the presence of top coat. Internal damage was observed with disruption in the coating on the cartridge tips. Five unopened and one opened 10-count carton were returned for lot. Fifty-eight unopened cartridge samples were returned. Six of the returned unopened samples were randomly pulled for evaluation (samples were taken from each carton). The cartridges were numbered 1-6 for evaluation purposes. The six returned unused complaint cartridges were evaluated. The complaint cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. All six complaint cartridges were functionally tested per the IFU. No lens or cartridge damage was observed after the lens deliveries. No foreign material was observed. The complaint cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The provided photos matched the returned products. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The lenses were indicated to be a mid-diopter range. However, each specific model is qualified for a specific range. The range is not the same across all model lines. The handpiece was not provided. A qualified viscoelastic was indicated. The root cause for the reported issue could not be determined. Based on the review of the returned used cartridges, the reported foreign material may have been internal coating material from the damaged cartridge tips. Six of the unopened cartridges returned for the reported lot were evaluated. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No foreign material was observed after the functional testing. The associated lenses were indicated to be a mid-diopter range. The qualified range is not the same across all model lines. Without the specific lens model/diopter and handpiece information it cannot be determined if a qualified combination was used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. In addition, the three used cartridges did not appear to have adequate ovd. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).